Event description:
It was reported that a patient received inappropriate atp therapy caused by post-sensed t-wave oversensing. Event was seen once two years prior; no intervention made. Device remains implanted.